Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that transmitter failed error occurred. There were no details of the failure that included whether the patient or parents were aware of the failure and checking fingerstick blood glucose (bg) readings. The patient reportedly went into mild diabetic ketoacidosis (dka) with a bg of 15.0 mmol/l and ketones of 3. The patient¿s parents took him to the hospital where he was treated with IV fluids and insulin and kept overnight. At the time of the report he was stable. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.